Event description:
It was reported that a patient using the ilet experienced hyperglycemia with blood glucose around 400 mg/dl and suspected infusion set or pump delivery issues; the patient elected to pause pump therapy and administer a corrective subcutaneous insulin injection using a pen, with guidance to wait at least three hours before reconnecting. Symptoms included elevated blood glucose. Outcomes included self-management with corrective insulin and temporary interruption of pump use. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and a potential infusion set or delivery issue could not be ruled out. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.